Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and high blood glucose readings. The customer's blood glucose value was 400 mg/dl. The customer stated that the up arrow key was sticking and skipping numbers. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The pump had unresponsive up button due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive button. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corners and a missing end cap sticker.